Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient presented for a routine visit. During the visit, the patient was given a beta blocker, rythmol and isoptin during diagnostic testing. Soon after, the patient complained of feeling weak and unwell. The patient was taken to the ER with heart rate noted to be 40 bpm. The patient's blood pressure was reportedly low and CPR was initiated. The clinician attempted to obtain a magnet response from the device but was unable to. In addition, the device was reportedly not pacing. The patient was given fluids along with atropine and dopamine. A device interrogation was reviewed later by the manufacturer's technical services group. They concluded the "device appeared to be functioning normally." The device rate was reprogrammed to 60 bpm with hysteresis turned off. The patient recovered and was discharged a couple days later.